Manufacturer narrative:
Remove asian (the patient race was unspecified). Event date was on an unreported date in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized. On an unreported date, the patient began treatment for the peritonitis with vancomycin (dose, frequency, and route were not reported). It was reported that pd therapy was withdrawn during the treatment while the patient was in the hospital. On an unreported date, the patient was recovered. No further detail was provided regarding the status of pd therapy. No additional information is available.